Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter defibrillator was explanted and replaced.

Event description:
New information received states that there were no adverse events and the patient was in stable condition post procedure.

Manufacturer narrative:
New information - maude report mw5089043 received.

Event description:
New information received stated that the implantable cardioverter defibrillator exhibited signs of premature battery depletion.

Manufacturer narrative:
Additional information - premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.